Manufacturer narrative:
The reported complaint of back flow could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 3-way high flow stopcock w/rotating luer where the customer reported that unspecified sedation medication was being infused when they noticed blood backing up in IV catheter and leaking out the stopcock. The customer flushed the line and noticed flush was coming out of a side slit on the stopcock; medication was seeping out of side slit. The customer stated that the defective stopcock caused patient to be underdosed, and minimal loss of blood to the patient with the break in system. There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for evaluation, but lot history review should be performed.